Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported failure was confirmed and replicated. The unit was tested on an in-house system in normal mode and the unit was disabled by error 32098. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) where it failed the direction test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 32098 occurred on the universal surgical manipulator (usm) 2. The customer pressed the recover fault button, reboot the system, and hard power cycled the system but the issue persisted. The customer decided to disable usm 2. The procedure was completing robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with 3 arms with no injury to the patient.